Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and an occlusion issue that was ultimately traced to blockage in cartridge, with caller noting a ball of insulin in supplies. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect tubing and cartridge pigtail and deliver test boluses, then changed supplies as necessary and resumed insulin therapy, with no further information provided about additional outcomes.